Event description:
Customer reported that pump reset unexpectedly. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and the complaint was closed because the pump was not returned.